Event description:
It was reported that the user experienced persistent hyperglycemia in the high 200 mg/dl range overnight while using the ilet, followed by a steady decline in glucose after waking; the caregiver suspected a compromised infusion site, though no leakage was observed, and the algorithm indicated approximately 4.31 units on board with no insulin delivery alerts. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention beyond self-management guidance, or hospitalization. Investigation included agent-guided review of algorithm data, infusion site inspection, and troubleshooting education with a recommendation to monitor for 30 minutes to assess the glucose decline. Investigation of this case revealed a cause unclear situation with a potential compromised cannula or site contributing to delayed insulin effect, without device alarms or evidence of external leakage. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive given insufficient evidence to confirm a device malfunction or a definitive site failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.